Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain. During revision, black corrosion was noted at the time stem trunion and inside femoral head.